Manufacturer narrative:
(B)(4). The customer returned one opened cs-24706-e kit. The ars syringe was not included in the returned sample. A device history record (DHR) review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. A DHR review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the blue syringe leaked during use. The device was replaced without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the blue syringe leaked during use. The device was replaced without issue.